Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076637.

Event description:
It was reported that the patient had a wound check and it was found that the midline incision was not completely sealed up. It was noted that the patients wound was cleaned and glued up. The patients incision was healed.